Event description:
A physician performed a vertebroplasty procedure on a clinical pt at level t11. A cement extravasation through the fractured endplate into the t10-11 disc space was observed. No additional info was reported.

Manufacturer narrative:
Method: device not returned, follow up with company representative.